Manufacturer narrative:
The lead was reportedly explanted on (B)(6) 2023. Upon receipt, the lead under complaint was found cut 18 cm distal to the is-1 connector pin (into two segments). All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the insulation was found rubbed through 13 cm distal to the is-1 connector pin, which is assumed to be the root cause of the reported clinical observations. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore, the fixation helix was found bent, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead was reportedly explanted on (B)(6) 2023.

Event description:
It was reported that oversensing with artifacts was observed on this lead. Insulation damage has been suspected. No adverse patient events or inappropriate therapies were reported. Lead currently remains implanted. Should additional information be received, this file will be update.